Event description:
The head of the device was spinning around during a total knee procedure. The procedure was completed successfully by using another device. There were no adverse consequences to the pt.

Manufacturer narrative:
The device was returned to the MFR and has not been reviewed as of the date of this report. A follow up report will be done, if the investigation requires.